Event description:
In 2007 the gore excluder aaa endoprosthesis was explanted from a patient. It was suspected that a pre-existing infection led to the infection of the excluder devices. The patient was converted to an open repair and is reported to have tolerated the procedure.

Manufacturer narrative:
Please note: device pxc121000/lot is included in this event and is associated with site 2953161.